Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt, the lead was not stable and dislodged each time placement was achieved. The lead was not used and a new lead was attempted. That lead was also dislodged and could not be placed in the desired location. That lead was not implanted. An epicardial lead will be implanted in the future. No patient complications have been reported as a result of this event.